Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated the seat cracked. He does not remember how long he has had it. No injury or property damage to report.